Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins) for spinal pain and complex regional pain syndrome type I. It was reported that the pt feels warmth from the recharging antenna and internally to his ins while charging the ins. This has been occurring for past 3 weeks and tends to occur towards the end of the recharge session. Pt tends to charge for 1-3 hrs at a time and pt has not changed his recharge habits. There are no heavy materials involved and pt is charging through his shorts. A recharger antenna was sent to the patient. Additional information was received from the patient. The patient (pt) called back re-reporting information previously documented in this case. The temperature high screen was displaying. Pt said the incident happens when the ins battery is reaching full adding they are having to now recharge ins twice a week since this began 3-4 weeks ago with the ins battery remaining hot for quite a few hours afterwards. Repair was consulted and advised to replace the recharger (insr). The pt was redirected to their healthcare provider (hcp) if the replacement insr does not resolve their issues. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the ins warming during recharge and if it was only related to the recharge antenna or if there was an issue with the ins was that the patient did receive a new recharger and antenna and that the patient is no longer seeing the "antenna too hot" symbol; however, the patient still feels warmth at the site of the battery. The actions taken to resolve the ins warming were that a new recharger and antenna were shipped to the patient and the account is working on getting approval from workers comp to have surgery to replace the ins.

Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6): product type recharger product ID 37791 serial# unknown: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt). The rep reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2022. The rep stated that the account discarded the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.